Manufacturer narrative:
G3, h2, h3, and h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console despite the reported complaint being a software issue that can only be confirmed with the naviosystem and xsession logs that were not provided. There were no visual or functional non-conformances related to the reported event identified. The screenshots did confirm a robotic drill cable disconnected error during femur bone removal. However, the log files (naviosystem and xsession logs) required to confirm the reported internal error were not provided. Based on the reported description, a known software error could be the possible cause for the "internal error" generated shortly after the "robotic drill cable disconnected" error. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a result of an intraop crash due to either of the following: 1. The user leaves the bone removal state and tries to reenter handpiece connection by clicking "continue" in the robotic drill cable disconnected error dialogue box when the handpiece is still in a disconnected state. Conducted by software engineering, debugging of this error found that a pfs workpiece is deleted in the intraop when exiting bone removal after a handpiece disconnection. In an attempt to update the workpiece with the drill disconnect error information, the intraop crashes because the workpiece was deleted and no longer works. 2. The transition from disconnected to connected state of the handpiece is too slow and is not yet considered to be "identified" by the tcu, but the tool parameters of the handpiece are being queried. The screenshots did confirm the ¿system console is bad¿ error upon re-entering the case. Although the log files (naviosystem and xsession logs) required to confirm the reason behind the error were not provided, it is likely that this is an occurrence of a known software bug. This error is a result of the system timing out, and is likely to occur after a previous error, such as the reported robotic drill cable disconnected error. It will typically happen when the user returns to the bur loading workflow (following the robotic drill cable disconnected error), and the system times out. The timing out of the system "transitions" the system to a previously identified state, such as the handpiece connection state. However, because the system is transitioning and not in the correct state yet, it is considered to be in a bad state. Therefore, when commands in this workflow are called, such as homing, unlocking the bur, and locking the bur in this bad state, the "system console is bad" error is thrown. The disabled ¿next¿ button in the ¿tibia cut selection¿ screens at the end of the case was confirmed. It has been documented in the defect reporting system as a possible occurrence of a known software issue. Further analysis of this reported event will be investigated by the software engineering team. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The clinical/medical evaluation concluded: ¿per complaint details, the device malfunctioned during femoral burring (error messages received) and did not resolve with troubleshooting efforts. Reportedly, the cori was abandoned for manual instrumentation to complete the case within a 0-30 minute surgical extension. It was communicated that the requested clinical documentation/information was not available for inclusion in a medical investigation. Reportedly, there was no harm to the patient and no further complications and/or interventions were reported. The patient impact beyond the reported modified surgical procedure and surgical delay could not be determined. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation.¿ in the event of a system failure, refer to the recovery procedure guidelines in the cori user¿s manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the optimus risk assessment released at the time of the complaint. Although the internal error and the reason behind the system console is bad error could not be confirmed, they are both likely to be occurrences of known software issues that were corrected and released in cori-v1.4.3. Software. If the appropriate logs associated with this event are returned at a future date, this evaluation will be reopened for investigation d8 and d9: device returned.

Event description:
It was reported that after pressing ok the system fault error ("system console is bad") appeared on screen. Surgeon was forced to press quit, did a hard reboot, and attempted to resume the operation. After that, reseated the bur, recalibrated, and then attempted checkpoint verification. After verifying checkpoints, the option to continue was not on the screen. Instead of repeating the entire case setup, they decided to change to manual instrumentation with a delay of fewer than 30 minutes. No further complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console despite the reported complaint being a software issue that can only be confirmed with the naviosystem and xsession logs that were not provided. There were no visual or functional non-conformances related to the reported event identified. The screenshots did confirm a robotic drill cable disconnected error during femur bone removal. However, the log files (naviosystem and xsession logs) required to confirm the reported internal error were not provided. Based on the reported description, a known software error could be the possible cause for the "internal error" generated shortly after the "robotic drill cable disconnected" error. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a result of an intraop crash due to either of the following: 1. The user leaves the bone removal state and tries to reenter handpiece connection by clicking "continue" in the robotic drill cable disconnected error dialogue box when the handpiece is still in a disconnected state. Conducted by software engineering, debugging of this error found that a pfs workpiece is deleted in the intraop when exiting bone removal after a handpiece disconnection. In an attempt to update the workpiece with the drill disconnect error information, the intraop crashes because the workpiece was deleted and no longer works. 2. The transition from disconnected to connected state of the handpiece is too slow and is not yet considered to be "identified" by the tcu, but the tool parameters of the handpiece are being queried. The screenshots did confirm the ¿system console is bad¿ error upon re-entering the case. Although the log files (naviosystem and xsession logs) required to confirm the reason behind the error were not provided, it is likely that this is an occurrence of a known software bug. This error is a result of the system timing out, and is likely to occur after a previous error, such as the reported robotic drill cable disconnected error. It will typically happen when the user returns to the bur loading workflow (following the robotic drill cable disconnected error), and the system times out. The timing out of the system "transitions" the system to a previously identified state, such as the handpiece connection state. However, because the system is transitioning and not in the correct state yet, it is considered to be in a bad state. Therefore, when commands in this workflow are called, such as homing, unlocking the bur, and locking the bur in this bad state, the "system console is bad" error is thrown. The disabled ¿next¿ button in the ¿tibia cut selection¿ screens at the end of the case was confirmed. It has been documented in the defect reporting system as a possible occurrence of a known software issue. Further analysis of this reported event will be investigated by the software engineering team. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance. The clinical/medical evaluation concluded: ¿per complaint details, the device malfunctioned during femoral burring (error messages received) and did not resolve with troubleshooting efforts. Reportedly, the cori was abandoned for manual instrumentation to complete the case within a 0-30 minute surgical extension. It was communicated that the requested clinical documentation/information was not available for inclusion in a medical investigation. Reportedly, there was no harm to the patient and no further complications and/or interventions were reported. The patient impact beyond the reported modified surgical procedure and surgical delay could not be determined. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation.¿ in the event of a system failure, refer to the recovery procedure guidelines in the cori user¿s manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the optimus risk assessment released at the time of the complaint. Although the internal error and the reason behind the system console is bad error could not be confirmed, they are both likely to be occurrences of known software issues that were corrected and released in cori-v1.4.3. Software. If the appropriate logs associated with this event are returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a cori-assisted surgery, a system fault error ("system console is bad") appeared on screen. They were forced to press quit, did a hard reboot, and attempted to resume the operation. They reseated the bur, recalibrated, and then attempted checkpoint verification. After verifying checkpoints, the option to continue was not on the screen. Instead of repeating the entire case setup, they decided to change to manual instrumentation with a delay of fewer than 30 minutes. There was no harm to the patient. No other complications were reported.